Event description:
It was reported that a patient was brought for pocket revision. On (B)(6) 2024, the pacemaker (pm) seemed to be protruding. On (B)(6) 2024, the pocket appeared boggy. On (B)(6) 2024, there was a blister formation and discoloration around the incision. On (B)(6) 2024, the physician elected to explant the pm system due to an infection. Due to neurocardiogenic syncope the pm system will not be replaced; the patient will be continued to be monitored. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.